Event description:
The customer called to upgrade the customer's one touch profile meter to a one touch ultra meter. During the contact, the customer reported that one week prior in 2001, the display on the customer's profile meter was fading, the first two digits were hard to see. The customer tested the customer's blood glucose as soon as the customer awoke (result unknown), took sliding humalog and went to work. The customer remembers nothing after 11:30/a until later when customer awoke in the hosp. Customer later learned customer had driven self from work to the customer's neighborhood where customer collided into a mailbox. A neighbor called 911 and customer was transported to the hosp. An emt meter result was 20 mg/dl. Customer was hospitalized for 2 or 3 days and treated for low blood sugar, a shattered scapula, 2 broken ribs and other accident related injuries. Customer was given a new meter in the clinic and has been using it successfully ever since.